Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported pericardial effusion appears to have been a result of procedural conditions. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report pericardial effusion and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient presented with a small pericardial effusion (pe). It was noted the transseptal puncture was challenging due to visualization issues. Then a clip delivery system (cds) was advanced to the mitral valve without issue and the clip was deployed. Post clip deployment, imaging showed the pe had worsened. The pe was successfully treated with pericardiocentesis. The physician stated the pe most likely worsened due to the transseptal puncture, but this could not be confirmed. One clip was implanted, and mr is 1. There was no clinically significant delay in the procedure. No additional information was provided.